Event description:
Info received from our (B)(4) affiliate. On (B)(4)2010, a pt reported a medical claim to our firm while wearing 1-day acuvue trueye contact lenses (cl). Narafilcon a lenses are not marketed in the u.s. The pt started wearing acuvue 1 day trueye around (B)(6) this year. The pt wore 1 day moist lenses prior to that time. In (B)(6), the pt developed redness in os and visited an ecp at (B)(6) hospital and the pt was told that the pt had "opacity in black eye." This is being reported as a serious injury due to the frequency of treatment visits and the report of "opacity in black eye" could not be clarified as central or not. The pt was referred to (B)(6) hospital which is a larger facility. The pt saw an eye care professional (ecp) at the hospital and was treated with cravit, rinderon-a, bronuck. On (B)(6)2010, we contacted the ecp at (B)(6) and were told that the pt visited the clinic once in (B)(6) due to injection; the date was not provided. The clinic stated that they prescribed "1 day acuvue moist" and since they hadn't prescribed trueye it would be better to ask the prescribing clinic for details. On (B)(4) 2010, we contacted the pt for f/u. The pt then stated that the "pt kept wearing 1 day acuvue moist from 3 years ago before switching cl to 1 day trueye in (B)(6) which were prescribed by (B)(6) eye clinic." He/she stated that (B)(6) eye clinic might not know that he/she wears 1 day trueye. The pt denied symptoms at that time and was scheduled to "visit an ecp the following week"; and monthly ongoing.

Manufacturer narrative:
Our firm will continue to make attempts to collect add'l info. We have requested the pt's written consent for medical release of info to treating eye clinic. A DHR was requested but the results are not complete. Add'l info will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings. In conjunction with the (B)(4) 2010 voluntary recall, vision care conducted a detailed technical review of the mfg process which determined that the incomplete rinsing of product identified in the recall was corrected by a maintenance replacement of the rinsing dose head. The review also revealed add'l sources of process variation not previously identified. In parallel to the technical review, a due diligence statistically-based sampling protocol was initiated to retrospectively assess decanoic acid levels in product from all lines currently manufacturing 1-day acuvue trueye (narafilcon a). The testing revealed a higher than expected level of variation in the mfg process and confirmed that isolated lenses produced on (B)(4) mfg (B)(4) after (B)(4) and (B)(4) contain levels of decanoic acid above the established limit. As a result effective 10/22/2010 the recall was expanded to include all 1-day acuvue trueye (narafilcon a) lots mfg on (B)(4). This represents a mfg timeframe from (B)(4).